Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that would not inflate or deflate. The pump would remain flat when pressed. The physician suspected the pump was defective, and the pump and balloon were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. Examination of the pump found no abnormalities and passed the leak test performed. The pump went through a poppet pressure test and did not pass within product specifications. Based on the information available, the reported allegations were able to be confirmed.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that would not inflate or deflate. The pump would remain flat when pressed. The physician suspected the pump was defective, and the pump and balloon were replaced. There were no patient complications reported.